Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the broken screw remains in the patient, no physical or chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends. Remains in patient.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a screw fractured. The patient reportedly had a fractured screw approximately 12 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation as it remains in the patient and no revision is planned at this time. Investigation is still in process. When investigation of the subject part is complete, k2m inc. Will file a supplemental report indicating the findings. Remains in patient.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a screw fractured. The patient reportedly had a fractured screw approximately 12 months post-op.